Event description:
It was reported that the patient notifier had been trigger for an output circuit damage. The patient felt the capacitor charge leaking for the maintenance. Both device and lead were explanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Visual inspection noted outer insulation abrasions in multiple areas, and one of the rv cables was melted. The damage found is consistent with that caused by friction with the ICD can.